Event description:
Cancer patient was tested on the suspect device with an inr result of 11.8. The lab inr was 2.5. Controls and linearity were in range. The reporter did not want the device replaced.